Event description:
It was reported that during a coronary stent procedure, the physician experienced removal difficulties after deployment due to a poor rewrap. No patient injuries or complications were reported. No other information is available at this time.